Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pegasus yel 24gax0.75in prn-qsytey nopvc catheter adapter was difficult to connect. The following information was provided by the initial reporter: after opened the package, the client found that it couldn't screw tight when the needle was connected with the infusion set, it worked normal after changing the q-syte connector.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-02-08. H6: investigation summary: bd received a 24 gauge pegasus with q-syte unit from lot 0078897 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned q-syte but found no visible damage to the septum top disk or the q-syte body. The slit at the top disk was present and centered in the correct position. A partial or missing slit could make it difficult or likely impossible to access the unit and would likely result in connection issues. The threads showed no damage, which if damage was present, it could also contribute to connection issues. Next, the device was connected to a laboratory provided 10ml iso standard syringe to the female adapter/connector and a laboratory provided bd 22ga catheter adapter assembly to the male adapter connector. The syringe and catheter adapter attached securely with ease showing no signs of resistance. Using a red dye/water mix, the syringe and catheter adapter were flushed and no fluid loss was observed, thus confirming the connections were secure. Based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no damage or leakage were observed a definitive root cause could not be determined. H3 other text : see h10.

Event description:
It was reported that pegasus yel 24gax0.75in prn-qsytey nopvc catheter adapter was difficult to connect. The following information was provided by the initial reporter: after opened the package, the client found that it couldn't screw tight when the needle was connected with the infusion set, it worked normal after changing the q-syte connector.